Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with one ecr60w cartridge reload loaded in the device. The cartridge reload was received fully fired. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic hysterectomy procedure there was a little bleeding at the staple line and the device would not open to reload with a new cartridge. Unknown what caused the bleeding at the staple line. There was no transfusion giving. Another device to be returned for analysis.

Manufacturer narrative:
(B)(4).